Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for spinal pain and post lumbar laminectomy syndrome. It was reported their device was first working this morning ((B)(6) 2018). It was noted that "after the day" the patient noticed th at is was not working and their monitor kept flashing symbols. No symptoms were reported. The event date was (B)(6) 2018. No further actions were reported/anticipated. Additional information was received from a healthcare professional (hcp) via a manufacturer's representative (rep). It was reported that on (B)(6) 2018 the patient's pump experienced a motor stall and never recovered. The patient experienced a return of pain as well as withdrawal symptoms such as diarrhea, nausea, sweats, chills and fever. It was unknown what if any environmental/external/patient factors may have led or contributed to the issue. The pump was replaced to resolve the event and the event was resolved at the time of this report. The pump was explanted and replaced on (B)(6) 2018. The patient was receiving 3,000 mcg/ml fentanyl at a dose of 485 mcg/day at the time of the event. The patient's status was "alive - no injury". The hospital had possession of the explanted pump and were to return it to the manufacturer for analysis.